Event description:
It was reported by the rep that the (1) tsb 45 was used during a laparoscopic appendectomy procedure. It was reported that the product was fired successfully. The product would not open after it was fired. The handles would not push forward. The surgeon eventually pried open the instrument with a metal clamp to remove from the pt's abdomen. There was no consequence to the pt.